Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at the latest instance of the preventive maintenance on service and installation report. Additionally, the device was verified by a field service engineer based on the report of this cluster under, which showed that device is working according to specification. No technical issues could be identified. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The beam control-check resulted in a correction of +twenty-seven micrometers. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the formation of white spots in the patient's right eye, during lasik surgery. The procedure was successfully completed, and the patient is doing well.